Event description:
The customer alleged they received questionable calcium results for two patients on their p-module. Both the discrepant results were reported outside the laboratory. The physician questioned the results and the laboratory repeated the samples on another p-module. The first patient's initial calcium result was 7.6 mg/dl. The repeat result was 10.0 mg/dl. The second patient's initial calcium result was 7.2 mg/dl. The repeat result was 9.3 mg/dl. The repeat results were considered correct. The patients had surgery delayed by this event, but they were not adversely affected. The calcium reagent lot number and expiration date were requested but not provided. The field service representative found a semi-clogged concentrated waste line at the rinse station 2 causing fluidic failures of rinse. He cleaned the nozzle tips and the concentrated waste drain valve. A mechanism check, calibration, quality control, and a precision check were good and within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.